Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer cannot recall the blood glucose reading. Troubleshooting was performed. Customer was at the beach and found the insulin pump display blank. Customer took off the insulin pump while in the water. Customer was not calling back after receiving a new battery cap. Customer stated the insulin pump was not exposed to moisture. Customer was advised to remove the battery for 10 minutes and reinsert. Customer was using aaa duracell brand. Battery customer stated the insulin pump was not damaged. Insulin pump will be returning for analysis

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.